Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampon left inside [foreign body in reproductive tract]. Entire wadding of tampon was taken off [device breakage]. Film that holds everything in place is detached in several places, all tampons in the box are like that [device physical property issue]. Case description: consumer reported via e-mail that she removed tampon and the entire waddling was taken off. No serious injury reported.